Event description:
On (B)(6) 2012, xia3 surgery (l3-l4 plif) was performed. After the temporary fixation the surgeon opened the interbody with the distractor for insertion of the cage. Then he inserted the cages and compressed the interbody with the compressor. While compressing he tried to final tightened the blockers, the screw head of l3 left broke. When he tried to change the screw and moved the rod to medial a little, the screw head of l4 left broke too. The 2 screws were replaced and the surgery was finished. (B)(4).

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: after visual inspection the returned screw head ws found separated from the bone-screw. The separation occurred during final tightening. Mfg record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: (B)(4). Risk assessment: in this case two screws were exchanged and the event led to a one hr delay of surgery. (B)(4). Conclusion: disassembly can be the fact of excessive load applied during tightening on an angulated screw making the bone-screw passing through its tulip.